Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and noted a hole in the tubing with the blue clamp at the y- junction. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the hole in the tubing at the y- junction. The reported issue was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set had a fluid leakage due to y-connector damage. Patient detected this issue at home during treatment. The patient replaced the set to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.